Manufacturer narrative:
During preventive maintenance at the customer site, the autopulse platform (sn (B)(4) ) failed initial functional testing and displayed user advisory (ua) 02 (compression tracking error) error message. The platform was returned to the zoll service depot and the user advisory (ua) 02 was confirmed. The root cause was due to defective load cell, likely due to a defective component or mishandling such as drop. During visual inspection, there was no physical damage observed on the autopulse platform. Also, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristic of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in (B)(6) 2008 and is more than 13 years old, well beyond the expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. During functional testing, the platform displayed user advisory (ua) 02 error message due to a defective load cell module that was confirmed by the load cell characterization test. The load cell module needs to be replaced to address user advisory (ua) 02 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the preventive maintenance at the customer site, the autopulse platform sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) message. No patient involvement.